Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings evaluation found the connecting tube was dented, the angulation in the up/down direction was out of standard due to a worn angle wire, the light guide lens was broken, the connector was corroded, and there was a gap in the bending section cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The field service engineer (fse) reported on behalf of the customer, that the insertion part of a evis lucera bronchovideoscope folded during reprocessing. The intended procedure was diagnostic. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that the coating of the connecting tube was peeled off. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress, chemical stress, or the storage environment. The event can be detected by following the instructions for use (IFU) which state: -preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: -important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.